Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation; this indicates a needle mechanism failure. No impact to the patient's blood glucose level was noted. Details regarding treatment were not provided.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 293 pulses before deactivating; no timeouts or drive stalls were observed in the pod data. The pod data does not indicate typical user-device interaction as only basal was observed to be delivered after the priming sequences completed. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to a needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle did not deploy event could not be determined.